Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the proximal length of the tube was was longer than expected. The tube was removed and the patient was recannulated.

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. A dimensional test was performed, proximal length was measured according to process instruction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.